Event description:
The durastar (B)(4) was not inflating to 26 atms; however, the physician found the joint between the metal and balloon material on the shaft burst. The physician was performing a percutaneous transluminal coronary angioplasty (ptca). The event occurred during use. There was no injury to the pt. The leak was observed between the metal and balloon material on the shaft. The device was inspected after use. There were no anomalies noted after device use. This was the initial use of the device. It is unknown if the device was used for pre or post dilatation. The device was prepped according to IFU. There were no prepping difficulties experienced. The device was flushed and no leaks were observed. The target lesion and vessel/characteristics are unk. The contrast solution and saline to contrast ratio is unk. A medtronic indeflator was used. The same indeflator was used to complete the procedure. There were no problems experienced advancing the device to the target lesion. There were no problems experienced crossing the target lesion. There was no force applied to advance the device to the target lesion. There were no bubbles observed while inflating the device. The initial pressure applied was 26 atms; however, this was the maximum pressure ...

Manufacturer narrative:
This device is available; however, it has not been received for analysis. Additional info will be provided within 30 days of receipt.